Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a balloon treatment procedure, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 2.5x30mm, 90% stenosed concentric and progressive target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with an ejection fraction of 20. The lesion was pre-dilated and a 3.25x24mm stent was deployed. The 3.0x15mm quantum maverick balloon was then advanced for post-dilation however was unable to cross the lesion. Post-dilation was completed with another 3.0x15mm quantum maverick balloon. No patient complications were reported. However; returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - examination of the returned device revealed that the hypotube was separated 87.5cm from the hub. There was blood on the balloon. The balloon was tightly folded which is consistent of having no positive pressure applied. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).